Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 20 mg/ml of morphine at an unknown dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient had a seroma and a cerebrospinal fluid leak was suspected. A blood patch was attempted, but it did not resolve the issue. The patient was taken to the or where it was discovered that the leak was coming from an abandoned catheter that had been tied off. A purse string suture was performed and the issue was considered resolved. The patient was reported as being "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.